Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pharmacist contacted lifescan (lfs) on behalf of the pt on november 25, 2006 alleging that the pt's one touch ultra did not power on and needed assistance in coding the meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info: the pt purchased a new vial of test strips last week and was unable to code the meter and had a power issue with the meter. While troubleshooting with the customer care advocate (cca), there was intermittent power issue when a test strip was inserted into the meter. The meter did power on by pressing the m button. There has been no trauma toward the meter. Cca had the pt's friend reseat the battery and issue persisted. On an unspecified date and time, the pt experienced symptoms of hypoglycemia (cold clammy skin, lethargic, impaired respiration) and was unable to test due to the power issue. The pt treated himself with tootsie rolls and ate low carbohydrate and felt better. On another occasion on 11/22/06 around 8:30pm, the pt experienced hypoglycemia (cold clammy skin, lethargic, impaired respiration) and was unable to test due to the power issue on the meter. The pt drank soda and felt better afterwards. The pt was not tested on another device and did not seek any medical attention or contact his physician. The pt scheduled a physician's appointment due to not being able to test on his meter. Cca did a field exchange with the pharmacist and sent the pharmacy a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event and how long the pt had an issue with the meter. The complaint is being reported since the pt was unable to test while experiencing symptoms of hypoglycemia and had to treat himself based on his feelings.